Event description:
Resident found unresponsive in her bed on (B)(6) 2017 at approximately 8:00 pm. Staff reports the machine was still attempting to ventilate and vibrating only even though disconnected. No auditory alarm sounded.